Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (tes non-functional) has been confirmed.  Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes. The root cause for the extra washer could not be positively identified. No adverse events occurred from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.